Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. The set screw came off the device header after the lead was connected and disconnected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.